Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device alarming 79 (non-recoverable system error). They powered off and on and alarm keeps returning. Explained error 79 was an alarm that needs to be evaluated by their biomed team. They would need to swap out device or find alternate method for controlling patient temperature. Send to biomed labeled error 79.

Manufacturer narrative:
The reported issue inconclusive. Root cause was not able to be isolated as unit was not evaluated. It was noted that arctic sun device alarming 79 (non-recoverable system error). They powered off and on and alarm keeps returning. Explained error 79 was an alarm that needs to be evaluated by their biomed team. They would need to swap out device or find alternate method for controlling patient temperature. Send to biomed labeled error 79. The instructions-for-use under baw28-000770-00 rev 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device alarming 79 (non-recoverable system error). They powered off and on and alarm keeps returning. Explained error 79 was an alarm that needs to be evaluated by their biomed team. They would need to swap out device or find alternate method for controlling patient temperature. Send to biomed labeled error 79.